Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: - o2 input flow test failed. Leaking noise from the unit. - no patient involved. - no harm to patient and/or third party is reported. Still under investigation.